Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found a cut wire. He re-soldered the interconnect video cable. The system operates as intended.

Event description:
The customer reported that the system would intermittently lose x-ray. The system operates as intended.